Manufacturer narrative:
To date the sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the equipment broke and the diet cover showing a leakage. The device was exchanged. There was no patient harm reported.